Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Blood glucose values were not reported. The medical doctor believed the insulin pump was programmed incorrectly, therefore, troubleshooting was not required. No other info was provided.